Manufacturer narrative:
Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 418 mg/dl. During troubleshooting with tandem technical support, air bubbles were found in the infusion set tubing. The customer reported to have filled the cartridge with cold insulin. The customer primed the air bubbles and observed insulin exiting the infusion set tubing.